Event description:
Information was received indicating that upon opening a smiths medical level 1 hotline disposable set, the joint of the pipeline was broken. The unit was reported to not be used with no adverse effects.